Event description:
It was reported to philips that the system booted with an error indicating tube adaptation was required. The patient was moved to another device. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.